Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer stated that every time when they were changing set blood glucose goes high. Blood glucose level at the time of incident was 531 mg/dl. Current blood glucose was 482 mg/dl. Customer was treated with insulin drips. Customer was not using auto mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.